Event description:
It was reported that 6 years, 2 months, 24 days post a port placement, the catheter was allegedly found subcutaneous leakage occurred. It was reported that the catheter allegedly observes a fish mouth-like crack, and the blood was allegedly found to be bleed back. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using titanium low-profile implantable port, groshong single-lumen, 8f. After that 6 years, 2 months, 24 days post a port placement, the catheter was allegedly found subcutaneous leakage occurred. It was reported that the catheter allegedly observes a fish mouth-like crack, and the blood was allegedly found to be bleed back. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport titanium implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be granular on both regions. Splits were noted on the border of both regions. Upon infusion, leaks from the partial compound break on the attached catheter were observed. Therefore, the investigation is confirmed for the reported fluid leak, fracture and identified deformation due to compressive stress and naturally worn issues. However, it is inconclusive for the reported reflux within device as there was no reflux issue identified during the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.